Event description:
The pt reportedly experienced swelling and drainage around the implant site. On (B)(6) 2014, the pt was treated with antibiotics (augmentin) for ten days. On (B)(6) 2014, the pt had a small fluctuant fluid. On (B)(6) 2014 fluid had significantly increased. The site was aspirated and culture results were negative. The doctor confirmed that the pt had a cerebrospinal fluid leak at the implant site. No infection was observed. The swelling at the implant site has reduced. The pt is being monitored.